Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Approx 3 non-sustained tachycardia episodes with v-v intervals <(><<)> 220 ms from (B)(6) 2013. Impedance on the rv (right ventricular) pacing lead was rising and beyond the expected upper range. Right ventricular pace impedance at 1425 ohms on (B)(6) 2016. Right ventricular pace impedance steady at approximately 423 ohms through (B)(6) 2016, steadily rises to 1425 ohms between (B)(6) 2016. Oversensing due to non-physiologic signals/sic (sensing integrity counter). Approx 60 ventricular- sensing integrity counter (sic) since last session 2.2 hours ago. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's lead had rising and high thresholds, rising and high impedance with a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.